Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the dc motor adapter was broken in green port. The biopsy was completed using the older biopsy system. There were no patient consequences reported.